Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient was also believed to have an allergic reaction to the antibiotics embedded in the device pouch. There were no additional adverse patient effects reported. The ICD was explanted.